Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic remotely via merlin.net for a follow up. During review of the transmission, there was intermittent under-sensing noted on the ventricular channel of the implantable cardiac monitor. The device was not sensing smaller signals and was inappropriately diagnosing the rhythm as paused episodes. The physician made the recommended programing changes to the device. The patient was in stable condition.